Event description:
Bayer case number: (B)(4). Severe joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("severe joint pain") in a 35-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced arthralgia (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to arthralgia. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Severe joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jun-2025. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("severe joint pain") in a 35-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced arthralgia (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to arthralgia. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: on 27-jun-2025, quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Left and right abdominal pain, severe joint pain, muscle pain, asthenia, lumbar pain. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jun-2025. The most recent information was received on 10-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("left and right abdominal pain") and arthralgia ("severe joint pain") in a 35-year-old female patient who had essure inserted (lot no. A06327) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2026. On unknown date she experienced abdominal pain (seriousness criterion intervention required), arthralgia (seriousness criterion medically important), myalgia ("muscle pain"), asthenia ("asthenia") and back pain ("lumbar pain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, asthenia, back pain and myalgia to be related to essure administration. No causality assessment was received for essure with regard to arthralgia. The reporter commented: patient¿s current condition: not specified. Actions taken to treat the patient in the healthcare facility: not specified. The most recent follow-up information incorporated above includes data received on: 10-mar-2026: new events abdominal pain, muscle pain, asthenia & lumbar pain were added. Lot number & essure removal date & details updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.